Event description:
It was reported that the patient's ipg was inoperable and had fully depleted. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's ipg was explanted, replaced, and therapy was restored.

Manufacturer narrative:
Section b3: event date is estimated.

Manufacturer narrative:
A patient was seen and ipg depletion confirmed by rep was reported to abbott. The ipg was explanted and replaced. Stimulation resumed postoperatively. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.